Event description:
Published clinical literature was identified describing surgiwrap / pla adhesion barrier film-related concerns following laparoscopic colorectal cancer surgery. The article reviewed patients who underwent laparoscopic colorectal cancer surgery at kaohsiung veterans general hospital, taiwan, between january 2015 and february 2020. A total of 296 patients were included in the study and 220 patients received surgiwrap pla adhesion barrier film placement after surgery. Among the 220 patients with pla adhesion barrier film, 16 patients had suspicious limited peritoneal seeding during abdominal CT follow-up, confirmed by pet scan. Surgical removal was performed in these 16 patients. Pathological examination found no true cancerous lesions but granulomas consistent with foreign body reaction in 10 patients. The article reported a 62.5% false-positive rate of the pet scan protocol among pla-film patients with suspicious imaging findings and a 4.5% incidence of foreign body reaction mimicking local recurrence in patients with a history of pla adhesion barrier film. The complaint is being conservatively treated as reportable because surgical intervention occurred in association with the reported device-related foreign body reaction / imaging findings mimicking recurrence. No patient death was reported.

Manufacturer narrative:
The reported event was identified through published clinical literature involving surgiwrap / pla adhesion barrier film use following laparoscopic colorectal cancer surgery. The article reported that 220 patients received surgiwrap pla adhesion barrier film placement. Among these patients, 16 had suspicious limited peritoneal seeding during abdominal CT follow-up, confirmed by pet scan, and surgical removal was performed. Pathological examination found no true cancerous lesions but granulomas consistent with foreign body reaction in 10 patients. No product was returned for evaluation and no lot number, part number, UDI or patient-specific device information was reported. Therefore, direct device evaluation, lot-specific DHR review and retention sample review could not be performed. The investigation was based on the published literature, complaint record, reportability assessment, IFU/labeling review and risk file review. No patient death was reported. Because surgical removal/intervention was performed in association with the reported device-related foreign body reaction / granuloma and imaging findings mimicking local recurrence, this event is being conservatively submitted as a 30-day MDR. MDR submission does not confirm device causality; it reflects conservative reporting based on the available information. The reported concern appears consistent with known residual risks related to granuloma / foreign body reaction associated with surgiwrap / pla adhesion barrier film. The current surgiwrap IFU identifies foreign body reaction, inflammation and granuloma as potential adverse effects and addresses pet scan positivity during material resorption. No recall, field action, CAPA, scar or ncmr is required at this time. This occurrence will be included in complaint trending and evaluated during the next management review and pms review cycle. This matches the c26002 complaint file: literature source, 16 surgical removals, 10 granulomas/foreign body reactions, no returned product or lot/UDI and conservative MDR due to surgical removal/intervention.